Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a shock lead impedance high out of range measurement of 128 ohms on the right ventricular (rv) lead channel. Technical services (ts) recommended programming enhancements and monitoring. This rv lead remains in service. No adverse patient effects were reported.